Event description:
A mother reported that her daughter experienced fusarium keratitis with symptom of pain in her right eye while using renu with moistureloc milti-purpose solution. The daughter purchased and began use of the product while on school vacation. Her symptom appeared when she went back to study. Diagnosis certificate from an ophthalmologist confirmed that the pt was admitted into a hosp for 11 days. The pt was diagnosed with right fungal corneal ulcer. Microbiological studies isolated fusarium fungal stain from the corneal ulcer. The pt was treated with natamycin (1 hourly during the day and 3 hourly during at night), amphotericin-b 0.15% (2 hourly daytime and 3 hourly at night), gatifloxacin 5mg/ml (6 times a day), acular (bid), and fluconazole (200mg bid). The pt responded satisfactorily to treatment. The pt has been required to continue this treatemnt regimen at home. The pt was advised to be on medical leave for a further week following discharge.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.